Event description:
It was reported that patient underwent total hip arthroplasty in 1994. Subsequently, a revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1994. PMA/510(k) number- unknown. Manufacture date ¿ unknown.